Event description:
It is reported leakage. Event description: this is a complaint about leaking injector section. Leakage from the injector part was observed during preparation. Requested confirmation if it was a product or technique problem. No patient harm.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one injector assembled with a syringe was provided for investigation. The product was visually inspected, no damage or defects were observed within the device or device components that could have contributed to the reported leak. Functional testing was performed in attempt to recreate the reported event. During these evaluations, liquid moved from the syringe through the injector without issue, and no leakage from the injector or any of the connected components was observed. A device history review was performed for reported lot 2410007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported event. Based on our quality team's investigation and given no leakage was identified within the returned product, a root cause cannot be established at this time. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.